Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-13929 and 1627487-2013-13930. The pt has two leads and two anchors from the same lot number. It was reported the pt's scs was explanted on (B)(6) 2010, due to an allergic reaction.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.